Event description:
It was reported that the customer's insulin pump was alarming no delivery multiple times. The customer stated that there was also a small ding on the screen of the insulin pump. The customer stated that he may have miscalculated for the food that he had eaten earlier in the morning. The customer expressed that this could have caused the low blood glucose. The customer's blood glucose was 56 mg/dl. The customer treated himself with food and glucose tablets. The customer later confirmed that the issue was caused due to miscalculation of insulin for covering his carbohydrates. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.